Event description:
It was reported that a user experienced discrepant glucose readings between a dexcom g7 sensor and the ilet, calibrated the system, and then developed hypoglycemia while the ilet was paused for charging; the user also sought guidance on proper meal announcements and timing of meals relative to glucose levels. Symptoms included low glucose with readings near 60 mg/dl, improving to 80 mg/dl after oral carbohydrate intake. Outcomes included urgent low glucose events that were addressed with troubleshooting and education, without hospitalization. Investigation included user coaching on acceptable variance between cgm and pump displays, timing of meal announcements, and treatment of hypoglycemia using oral glucose. Investigation of this case revealed no confirmed device malfunction and identified user education needs related to cgm variance, calibration practices, pausing for charge during lows, and appropriate meal announcements with the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.